Event description:
It was reported that patient's device had not been working since implant. The patient had seen physician on two weeks prior to the report for her first post-op visit and it was stated that the physician had indicated everything was working fine and that the patient would be seen back in 10 weeks for another check up. It was reported that the only position that was working was when she lay down. The patient was also experiencing jolting. It was also reported that right after the implant surgery the shocking began under left quadrant/breast area to the point she threw up for 2 days. It was stated that the medtronic representative "worked and worked and worked with the programming" while the patient was in recovery and then stated to let it settle and not to worry about charging the ins (implantable neurostimulator) because the charge would last until her first post-op doctor's appointment. The patient decreased the stimulation on that lead which controlled the middle/lower back pain "from a 2 to a 1" which did not really give her pain relief but helped with the shocking . She could still feel the shocking every once in a while. The patient was concerned her internal organs were being damaged from the shocking. The second lead to help with the leg pain was set to "a 4.6 or 5" but the patient couldn't feel it in her legs when she stood up. When she lay down she could feel the stimulation. When she sat she could sometimes feel the stimulation. This occurred once the ins battery died for approximately 2-3 days and she charged it, turning it back on again. It was stated when she lay down she got shocked and when she sat and put pressure leaning back on a chair it was uncomfortable and felt like the lead was pressing into her back. Since the implant it sometimes almost felt like it hurt more than before she had the implant and she could hardly stand and lay quite a bit at the time of the report. It was also reported that when the ins died and the patient tried to recharge it, the patient could only get 2 coupling bars with clothes under the antenna. She could only get 4 bars with the antenna on her skin and lying still in a certain position and breathing a certain way. The patient turned off her ins while it was charging. She charged for 4 hours and only got 1-2 bars of a battery charge and had charged the ins 3 times and lay for 4 hours and it still was not fully charged. She had tried the antenna locate feature but still had issues. It was later reported that the medtronic representative was in the office with the patient and was setting up adaptive stimulation (as). The patient was feeling large difference in stimulation when standing as opposed to sitting. After troubleshooting, it was possible to correctly orient the implant. Two days later it was reported that the patient had as turned on with no problems and that the ins was charged. The patient was doing well.

Event description:
Follow up information received from the healthcare professional (hcp) reported that the cause of the event was that the patient reported that the ins device ¿wasn¿t working¿. X-rays taken showed the leads were in good position with no migration seen. Reprogramming of the patient¿s ins was performed on (B)(6) 2013 with the result that adequate coverage was obtained. No hospitalization was required for the event and the patient outcome was reported as no injury. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 37754, serial# (B)(4), product type: recharger; product ID 37746, serial# (B)(4), product type: programmer, patient; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).